Manufacturer narrative:
The adaptive clean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the adaptive clean brush head were falling off in their mouth. No injury reported. No medical attention was sought.